Event description:
A malfunction was reported by the customer, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to report any future malfunctions.